Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok buttons were intermittently responding and required excessive force to activate, the contrast button required excessive force to activate, the down key contacts was misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad presses (ok and arrow buttons) are intermittently activating the desire pump functions. The keypad reportedly is not peeling and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.